Manufacturer narrative:
There is no indication of any system or component failure, malfunction, or migration based on imaging and patient interviews. The patient stated when requesting explant that the level of pain relief reported during the trial may have been exaggerated. Patient stated that the nalu system had worked better than any previous interventions, however it was still not sufficient pain relief and patient requested to have the system removed.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Patient had successfully completed a trial with nalu and had reported good pain relief during that process with pain levels reduced from 10/10 down to 2/10. Patient requested to move forward with the permanent system at the completion of the trial phase. After activating the permanent system, the patient reported displeasure with the therapy being provided. Imaging was performed and confirmed that all components remained in the appropriate placement and mimicked the placement of the trial. Patient reported feeling good paresthesia and that stimulation was felt in the desired location, however the level of pain relief was not satisfactory. A full system explant was performed on (B)(6) 2024 per patient request.